Event description:
It was reported that a spectrum pump displayed system error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, system error 105 alarms which was confirmed and reproduced. Further investigation attributed the alarms to a severed motor screw which had become lodged in the motor gears. The failed motor assembly was replaced.